Manufacturer narrative:
H3/h6: the returned fiber appeared to be slightly bent at the tip. This may have been the source of the reported failure. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the 10mm tip had abnormal heating. The tip was only heating in the proximal 1/3 rather than the full length. It was noted that it appeared to be an issue with the disposable. There was no reported delay to the procedure. There was no reported impact to the patient.